Manufacturer narrative:
The insulin pump was returned with bleeding and missing segments on lcd. It was unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to damaged lcd. However button response functioned properly, no damage/anomaly found on the keypad assembly. It had cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that the down arrow button on the insulin pump would not respond. Blood glucose value was 398 mg/dl; treated with manual injection. The device was not dropped or exposed to moisture. He also reported that the lower corner of the screen has a black spot. Troubleshooting was not able to resolve the issue. The device was returned for analysis.